Event description:
It was reported that the patient presented during clinical follow-up. Upon interrogation, it was reported that the implantable cardioverter defibrillator was not able to be interrogated by inductive telemetry. No interventions were performed. The patient was in stable condition.

Event description:
Additional information received noted that the reported device was explanted and replaced on (B)(6) 2022. The patient was in stable condition.